Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during manual prime. The customer reported that insulin was squirting out during the manual priming process also. Blood glucose level at the time of the incident was 136 mg/dl. The customer confirmed that the drive support cap appeared normal. The customer was advised that the insulin pump would be replaced but will not return the product for analysis.